Event description:
It was reported during a neurological coiling and stent procedure, the puncture site was closed with an angio-seal device. A pre-deployment angiogram was taken and was good. The physician was certified and his technique was described as good. Instant hemostasis was achieved and the patient recovered normally. Twenty-four hours after the procedure while the patient sat up, a pseudoaneurysm and hematoma developed. The physician stated the vessel wall gave away. The pseudoaneurysm was deemed not suitable for compression or by thrombin injection. Six days later, a cut down and stitch procedure was performed. The patient has reportedly recovered and was discharged without complications.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on information provided st. Jude medical, the cause for the pseudoaneurysm and hematoma could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) state that hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.